Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an unknown amount of time. No additional patient information was available. Reportedly, the transmitter and pump were not being worn within line of sight. Tandem technical support advised customer to move the pump and the transmitter within line of sight and to contact tandem technical support if the issue persisted. Customer did not contact tandem technical support regarding the reported issue.